Event description:
80 tubing failures from [redacted dates over an approximate 1-month period]. Multiple models and lots. Some events did include having to give a medication intervention due to emergent pressors running and vitals dropping. 8 sets of model set-0014-1, lot numbers: fa24k05023 (cassette leaking), fa24i02017 (won't back-prime), fa24k05023 (cracked). 3 sets of model set-0021-1, lot numbers: fa24k25146 ("error, tubing misload"), fa25a20015 (leaking cassette). 65 or more of model set-0032-1, lots: fa24j14027, fa24j14019, fa24j07021, fa25a28018, fa24k01162, fa23k01371, fa24j21246, fa24j03145, fa24j07013, fa25a27143, fa24j21253 issues include cracked tubing, leaking cassette, "error tubing misload", backing up fluid into bag, tubing disconnecting. 5 of model set-0041-1, lot: fa24i05127 tubing won't back-prime. Manufacturer response for set, administration, intravascular, ivenix, inc. (Per site reporter). Mfg. Has been responsive. They tested the tubing, and the glue used for the cassette portion of tubing is not holding up...they say they are revising and testing.